Event description:
The following information was reported to kci by the patient: on (B)(6) 2013, the patient was admitted to the hospital for an incision and drainage of a "fluid filled blister," and was placed on antibiotic therapy. Per the patient's medical record, on (B)(6) 2013, the patient was admitted to the hospital for a scheduled debridement and irrigation of the left lower extremity. The operative report noted a superficial blood blister with hematoma that was debrided with a blood loss of 5 milliliters. On (B)(6) 2013, a wound culture was performed and demonstrated proteus, morganella, and (B)(6). The patient was placed on oral antibiotic therapy, and was discharged on (B)(6) 2013. On (B)(6) 2013, v.a.c. Therapy was resumed, and the patient is doing well.

Manufacturer narrative:
Per the patient's medical record, on (B)(6) 2013, the patient was scheduled for surgery on (B)(6) 2013 for an incision and drainage with hardware removal, noting a "possible underlying deep hardware infection," with a plan to remove the hardware, and ellipse the "infected tissue." The same day, the patient was also scheduled for a subsequent surgery on (B)(6) 2013 for a repeat incision and drainage of the left ankle wound. V.a.c. Therapy was initially placed on (B)(6) 2013. Based on the information provided, it cannot be determined that the infection was pre-existing nor if the blister was related to v.a.c. Therapy. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service,and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patient/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.